Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an insulin on board calculation issue. It was reported that the pump was not calculating the insulin on board and the recommended dosage amount correctly to complete an ez carb, ez bg bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: during investigation, it confirmed the insulin on board (iob) is calculating with advanced bolus features. The complaint regarding iob not calculating with ez-bg and ez-carb was reported on (B)(6)2013 , according to the pump history the pump was in use until (B)(6)2017 , therefore all bolus and iob history has been overwritten for time of complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.